Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual evaluation of the device concluded that one side of the inner dovetail is compressed down and the other side is flared out, indicating that it did not properly slide under the male dovetail on the tibia plate. Dimensions taken of the returned articular surface are within specification. The device history records for the articular surface were reviewed and identified no deviations or anomalies. This device is used for treatment. Compatibility of the articular surface to the tibial plate was reviewed with no issues found. A product history search identified no other complaints for this part and lot combination. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the slots of the articular surface did not fit the surface of the tibial plate. Another articular surface was used to complete the surgery.